Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm every four hours. Customer was advised that power source was unable to charge. Customer was given a series of instructions to follow in order to resolve alarm. After troubleshooting, it was advised to monitor insulin pump and to call back should alarm occur after four hours. Customer's blood glucose was 14.9 mmol/l.

Manufacturer narrative:
The insulin pump was received with intermittent blank display anomalies and low battery alerts due to corrosion in battery tube. Corrosion was also found on the force sensor assembly and moisture damage on motor assembly. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The power management graph was in specification. No unexpected pump error 25 alarms noted during testing; however pump error 25 was present in the format history file due to an intermittent non-sleep anomaly. Also, unexpected pump error 63 alarmed during self-test due to moisture damage on keypad traces. The insulin pump had scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area and peeling end cap address label.